Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim / gastrointestinal/ pelvic floor it was reported that they are having a problem with electricity, and the ins is pinching them. , when they had a "certain type of car". Patient stated that they had neuropathy on their feet, and when they are standing near refrigerator, they had a tingle on their feet, and their chest started tightening. Patient also stated that they can't go near the refrigerator, and the pinching sensation would not go away from upstairs to the garage, and it only goes away when they go out of their house. The patient mentioned that they didn't have this problem until they got an electrical issue in the house. The agent redirected them to the hcp to further address the issue and documented reported events. See related pe709105007-ins is pinching them [see general text for rule out of neuropathy].